Event description:
Information received by medtronic indicated that the customer had blank display. Customer also stated that the moisture was present at the reservoir compartment. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and advised to replace the insulin pump; however, the customer will discontinue use of the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump flow and won't switch on . Troubleshooting was performed and it was reported customer experienced blank display and using e-circuit alkaline aa batteries . No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, the pump had a high sleep current measurement. No unexpected pump error 37, 38, or 130 alarms or displacement anomalies noted during testing. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 03/19/2023 09:08:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/19/2023 09:42:18.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 03/19/2023 09:52:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: 03/19/2023 11:53:43.000 insert battery alarm was expected since the battery was removed from the pump. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss), suspected on the pcba 1. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Blank display, no delivery alarm/insulin flow blocked alarm and exposure to magnetic field (ultrasound) were not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.